Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began (B)(6) 2021. It was reported that the patient said the stimulation felt like a dull ache, they were advised to lower it to a comfortable level, contributing factors were unknown. The issue was not resolved at the time of the report. Additional information was received. The patient reported that they collapsed and they were temporarily unconscious because of the pain. They described the pain as horrific pain in their vulva. They contacted their clinician and they were told to wait until monday to talk to them about it at that time. They had already turned down stimulation, but was advised to decrease more as they were still feeling pain. Contributing factors and actions/interventions were unknown. The issue was not resolved at the time of the report.